Event description:
It was reported that during a lap cholecystectomy, the trigger did not return to the home position when the jaw clamped the cystic artery after several firings. The device was removed forcibly from the patient without opening the jaws. No bleeding occurred. The doctor fired the patient's side of the cystic artery again with another new device endoscopically. There were no adverse consequences to the patient. The doctor commented as follows; he checked that the clip had been fully advanced into the jaws and also the jaws had held the target tissue properly before the firing. The trigger was grasped completely. The jaws did not clamp something hard such as a clip. There was no twisting or torquing of the device present at the time of firing. Unexpected resistance was felt at the previous firing just before the firing, but the clip was formed properly. After that, an unexpected noise was heard at the firing and this event occurred. The jaws were opened forcibly after the device was removed from the patient. When a nurse grasped the trigger several times out of the patient, the device became to function but it was not used for the patient after the event.

Manufacturer narrative:
(B)(4). Lockout. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No abnormal noise was noted during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the surgeon try to pull the trigger from the handle?---no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? ---pulled out forcibly. Was there any tissue damage? ---yes. If so, how was it repaired? ---a clip was fired on the patient's side.